Event description:
Patient called the team registered nurse to report the insulin syringe her home health nurse pre filled for her would not work. She stated she injected the sryinge and the medication would not eject. Nurse instructed patient to bring the syringe in and we would give her a new box.